Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a caretaker change. The hospitalization, patient outcome and action taken with pd therapy were not reported. On an unreported date, the patient was treated with vancomycin injection (1g, started) and amikacin injection (1gm, started) for peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information was available at the time of this report.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient was treated with vancomycin injection (250mg per bag, intraperitoneal, discontinued) and amikacin injection (100mg per bag, intraperitoneal, discontinued) for peritonitis. Eight days after the event onset, pd therapy was discontinued, the pd catheter was removed and patient was switched to hemodialysis twice a week. At the time of this report, the patient was not recovered. Should additional relevant information become available, a supplemental report will be submitted.